Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage and with body fluids present. The device was mechanically tested and no issues were found. Upon testing the energy button, the device stays on after releasing the button; resulting in continuous activation. The device was disassembled to evaluate the internal components. The wire assembly of the two wires were found to be pinched, causing continuous activation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. It is possible that this issue could occur during our manufacturing process.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that before an unknown procedure, the coagulation button was activated although the coagulation button was not pressed when the device was connected to a generator. The generator was replaced to another one, but the same event occurred. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.